Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced infusion set defect event on (B)(6)2026. The spring did not deploy right and therefore it did not properly attach to my body. No further information is available.